Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD), a transvenous defibrillation lead and a implantable pulse generator (ipg) system may be experiencing defibrillation oversensing and inappropriate therapy. Numerous questionable episodes have also been recorded in the ICD memory. An invasive procedure was performed and a new epicardial rate sensing system was implanted. The "rate sensing" portion of the transvenous defibrillation lead was capped, while the "shocking" portion of the lead is still active. The ICD and ipg remain implanted. The ICD and transvenous defibrillation lead were implanted 10/13/95 (implanted 9 months) the ipg system was implanted 06/17/96 (implanted 2 months)